Event description:
Customer reports receiving a result of 66 mg/dl on their precision xtra blood glucose monitor, and then began to experience symptoms of hypoglycemia. Customer was suttering and had trouble walking. Paramedics were called and upon arrival received a glucose result of 32 mg/dl on an unknown brand of meter. Customer was given juice in order to normalize glucose levels. It was also noted that the customer's test strips had expired.